Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed a blower foam degradation. Additionally, unrelated to the reportable malfunction, the technician observed dust contamination, and the device did not communicate. The device was scrapped by the service center after the evaluation was completed.